Event description:
It was reported that for at least one year, during use of the unspecified whisper guide wires, when more than one guide wires are used together, they become tangled to the point where they cannot be untangled. Reportedly, it feels like they have a magnetic field around them. Reportedly, the guide wires are prepped per the instructions for use (IFU) prior to use. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The whisper guide wire mentioned is being filed under a separate medwatch report number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.